Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. (B)(6). Device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: safety and effectiveness of a novel vascular closure device: a prospective study of the exoseal compared to the angio-seal and proglide, j endovasc ther. 2014; 21:822-828, doi 10.1583/14-4744mr.1, 2014. International society of endovascular specialists: one (1) hematoma, classified as a minor complication, was associated with an angio-seal case. Hematomas was less than 3 cm in diameter. Patient condition was unknown. Procedure outcome was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.